Manufacturer narrative:
Complete information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative architect total b-hcg result for one patient. The result was questioned. The sample was repeated and the result was positive. The following data was provided: sid (B)(6) initial result = 3.80 miu/ml repeat result = 969.74 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative results when using architect total ss-hcg reagent lot number 42330ud00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 42330ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect total ss-hcg reagent lot number 42330ud00 was identified.